Event description:
On (B)(6) 2013 the reporter contacted animas alleging that the patient experienced elevated blood glucose (bg) of 280mg/dl with dizziness, an ¿uncomfortable feeling¿, and was ¿extremely ill¿ after being in the heat with the pump. The pump had reportedly been exposed to 117 degrees heat and the reporter stated that the insulin was destroyed by the heat. The reporter stated that a new cartridge of insulin was inserted into the pump and the patient¿s bg was corrected via the pump. There was no allegation of a pump malfunction; the reported bg excursion was attributed to the insulin being exposed to high temperatures. This complaint is being reported based on the allegation that the patient experienced hyperglycemia related to use of insulin exposed to high ambient temperatures.

Manufacturer narrative:
The pump has not been requested for return. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.